Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found the middle to distal stent stretched distally covering the distal balloon cone and distal tip. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. No damage to the balloon was noted. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.75x32mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However; the distal end of the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.75x32mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However; the distal end of the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.